Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿infusions are infusing longer than expected¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that infusions are infusing longer than expected was not determined because no product or device logs were returned. The reported issue that infusions are infusing longer than expected could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
The customer reported that infusions are infusing longer than expected. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There have been no adverse effects caused to any patients in the events.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that infusions are infusing longer than expected. The clinician reported that this type of scenario has been a continuous problem at their out-patient clinic causing delays and prolonged discharge of patients. There have been no adverse effects caused to any patients in the events.